Manufacturer narrative:
The tip of the suspect probe has been twisted. There are also tool marks on the tip.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, reported the event is indeed resolved, all defective parts have been replaced. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the tip of a lumbar probe was twisted during use. The surgeon was able to continue the surgery despite the twist. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.